Event description:
Customer reported no delivery alarms on her insulin pump. Customer's blood glucose is 224 mg/dl. Customer is a nurse. Customer tried pushing the plunger down but could not get it to move. Customer cleared the alarm with esc and act. Insulin did not exit the tubing when customer manually pushed it with a plunger. Customer reinserted the reservoir into the insulin pump and ran a manual prime. The device alarmed no delivery. Customer was advised the device is working as designed. Customer stated the o ring is bent probably from trying to push insulin with the plunger. Customer was advised to call back if the issue recurs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.